Event description:
Facility alleges a blood leak occurred 2 hrs into dialysis treatment. Dialysis was discontinued and blood was not returned to the pt. Estimated blood loss -200 cc. Blood loss was due to blood left in the dialyzer and blood lines when discarded. This blood leak occurred on the 7th reuse of the dialyzer reported in this incident. No serious injury or medical intervention reported as a result of this incident. This event involved one pt.